Event description:
It was reported the pt experienced a shocking sensation and negative effects from the stimulation. The implanted device is located in the pt's right chest. The pt had undergone replacement of one of the extensions (date unk). After replacement, it was very tight in the pt's neck and the back of the head. On (B) (6) 2010, the pt's wife pulled him over in bed by the arm. The pt immediately felt a shocking sensation and severe headache. The shocking was temporary and went away. The lead/extension connection area behind the ear was very sensitive to touch. A few days later, the pt attended a football game and when he went through the security detectors, he started to tremor. The ipg was checked and was found to be off. The tremor was worse but the pt's voice and walking were much better. The pt spoke with a rep over the phone. The pt turned the device on and off with direction and it was confirmed the pt's voice was better with the device off. When the pt got home, he began turning the system on and off while trying different tasks. The pt observed improved walking and talking when he turned the system on as well as tingling in the left hand regardless of turning up left or right. The pt was not able to feel tingling in his right hand though he used to feel this every time when the ipg was turned on. The pt observed he had more fluctuations between his medications than he had before. The pt had an appointment scheduled with the physician. The following day, the pt was seen in the clinic. An impedance check was attempted but no values were obtained initially; only (?????) Appeared on the programmer. With palpation of the lead/extension site, it was possible to get impedance values. The values were within normal limits. The pt felt tingling at the site. When the ins was off, the pt did not feel the tingling. The pt also felt shocking in the right hand. It was also reported the pt had fallen off the toilet on (B) (6) 2009. The pt had hit their head 1-2 cm above the lead/extension connection site. The pt did not feel the shocking sensation immediately following the fall. The shocking sensation had not occurred until about a week prior to the report. A CT scan was done. The results were not yet available. Additional info has been requested.

Manufacturer narrative:
(B) (4). Refer to guidelines for specific instructions.